Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving clonidine with concentration 729 mcg/ml, bupivacaine with concentration 40 mg/ml, baclofen with concentration 120 mcg/ml, and dilaudid with concentration 30 mg/ml via an implantable pump for chronic low back pain and spinal pain. The dilaudid dose rate was 9 mg/ml; however, the dose rates for baclofen, bupivacaine, and clonidine were unknown. It was reported they could aspirate but were unable to fill. It was further noted that they were only able to aspirate .5 ml from the pump and were expecting 2.5 ml. The hcp had the same issues last week refilling. The date of event was (B)(6) 2018. The date (B)(6) 2018 is considered an approximate date of event (month and year known only). They decided to bring the patient back in today ((B)(6) 2018) and try again. They tried to inject the pump with drug and were unable to. It was confirmed that they were using the correct refill kit and it was patent. The locked valve procedure was reviewed at the time of the report. At the time of the report they tried and confirmed they were unsuccessful in aspirating more drug. Checking for proper needle orientation, using a smaller (5 or 10 cc) syringe to force saline into reservoir, performing an x-ray to view the bellows to see if there was any misalignment were being considered. The company representative was to follow-up / consult with the hcp about these considerations. No patient symptom was reported. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative. Further troubleshooting related to the inability to fill/inject drug and only having aspirated 0.5 ml versus the expected 2.5 ml included the following: forced negative pressure, removed air, and sprayed 5cc of preservative free (pf) saline into the pump. The cause of the inability to fill/inject drug and having only been able to aspirate 0.5 ml from the pump but expected 2.5 ml was unknown. The issue was however resolved. The event did not result in any impact to the patient and the pump was filled normally. The patient¿s weight at the time of the event was unknown. The information was indicated as having been confirmed with the physician/account.